Manufacturer narrative:
Correction: in initial report it was incorrectly selected product problem when it should have been both adverse event and product problem. In initial report was not marked and it should have been marked for required intervention as patient was converted to photorefractive keratectomy.

Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported having suction loss during the laser firing. A brief description from the surgery center indicated there was lost suction and they switched the patient interface in order to complete the case. After suction loss multiple times the laser treatment was aborted. The procedure was converted to a photorefractive keratectomy (prk). There is no patient complications reported.